Event description:
Durata rv lead 7120q/(B)(4), capped and abandoned, due to increasingly high threshold and impedance. New rv lead implanted, durata 7120q/(B)(4) on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).